Manufacturer narrative:
Conclusion and justification status: the complaint states (B)(4). The patient, was subjected to a total left hip arthroplasty at (B)(6) hospital. On (B)(6) 2013 the patient was subjected to a revision surgery. Reason for revision is unknown. A complaint database could not be conducted as no product codes were received. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Addendum added 06-december-16. Update rec'd - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was found to have metallosis in their hip. At this time a femoral head is being added to the complaint and the unknown hip implant is being changed to a liner. The complaint was updated on: 09/19/2016. Update rec'd 18 october 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was experiencing a limb length discrepancy, elevated metal ion levels and pain. At this time the part/lot information for the head and liner is being updated and the stem is being added to the complaint and the liner, head, and stem are being reported. The complaint was updated on 15 november 2016. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). The patient, was subjected to a total left hip arthroplasty at (B)(4) hospital. On (B)(6)2013 the patient was subjected to a revision surgery. Reason for revision is unknown. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was found to have metallosis in their hip. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was experiencing a limb length discrepancy, elevated metal ion levels and pain.